Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 125 ohms. It was noted there was a gradual rise in all lead impedances over the past month. Technical services discussed that this is due to physiologic causes and recommended to have the patient in for an evaluation. The patient was seen in the clinic and the cause of the increase was due to patient condition. At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 125 ohms. It was noted there was a gradual rise in all lead impedances over the past month. Technical services discussed that this is due to physiologic causes and recommended to have the patient in for an evaluation. The patient was seen in the clinic and the cause of the increase was due to patient condition. At this time, the rv lead remains in service. No adverse patient effects were reported.